Event description:
Initial reporter indicated to a manufacturing consultant that their programming wand is busted. It had melted where the 9v terminals are on the wand. The wand is at the manufacturer pending completion of product analysis.